Event description:
A patient reports that one of his battery packs is stuck in the monitor. The patient reports that they were trying to pull the battery out of the monitor and "the little loop came right off and now the battery won't come out". The battery pack and monitor were replaced.